Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The g4 date on the initial MDR was incorrect. The initial MDR was submitted with the incorrect g4 of 30-mar-2021, when the correct g4 date was april 24, 2019.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. Device uploaded properly using care link. Device was received with the new style all black retainer still attached to the device case. No detached or missing retainer noted. No damage noted on the retainer. Device had missing display window cover, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, stained serial number label and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 and got out on (B)(6) 2019. The customer's blood glucose was 675 mg/dl at the time of incident. Customer¿s other blood glucose was 500 mg/dl to 600 mg/dl, 550 mg/dl, 675 mg/dl. The blood glucose during hospitalization was 119 mg/dl. The customer experienced vomiting due to high blood glucose. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The customer treated high blood glucose with bolus and they monitor her blood glucose ever and gave lot of insulin and got white count back to normal and got the triclyrides back to normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer declined further troubleshooting for high blood glucose value. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis. Updated information: medtronic legal received information regarding hospitalization due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 and got out on (B)(6) 2019 from the attorney of the family. The information received on (B)(6) 2021 stated the following that the customer used the medtronic minimed model 670g (mmt-1780) to deliver the proper amount of insulin to treat her type 2 diabetes. On or around (B)(6) 2019, customer¿s insulin pump malfunctioned and failed to deliver the correct dose of insulin to her, causing her to suffer from diabetic ketoacidosis, headache, nausea, vomiting, abdominal cramping, weakness, shortness of breath, thirst, chills, dry mouth, and pressure in both ears and they was subsequently hospitalized. It was stated that the retainer ring was cracked. It was stated that the infusion set cannula was bent. The insulin pump will be returned for analysis.